Event description:
Customer reportedly received the following results on the performa combo system within 10 minutes: hi (greater then 33.3 mmol/l), 7.3 mmol/l, 24.3 mmol/l, and hi. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.